Event description:
It was reported that the patient received shocks due to noise. Furthermore, the patient also mentioned that he had "passed out" and at the hospital they thought it was syncope. Upon investigation oversensing, high impedance and loss of capture were noted on the lead. The lead was replaced with a pace/sense lead. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received shocks due to noise. Upon investigation oversensing, high impedance and loss of capture were noted on the lead. Furthermore, the patient also mentioned that he had "passed out" and when checked at the hospital the lead was not "reading the heart". In addition, the patient mentioned 3 prior episodes, one where he was taken to the hospital and they thought it was syncope. The patient thought it may have been due to the lead. The lead was replaced with a pace/sense lead. No further patient complications have been reported as a result of this event. It was further reported that there was noise on the pace/sense portion of the lead during pocket manipulation and that the oversensing was causing pace inhibition on the ventricular lead. The lead had been replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.